Event description:
It was reported that during a bph surgical procedure "laser shut down with the message error 172" was noted. The system was rebooted and "the system said it was take 35 minutes to reboot". The case was completed using an alternative procedure ("olympus bipolar turp"). No patient harm reported.